Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient underwent first attempted endotracheal intubation, at the time of intubation the outer cuff portion did not encapsulate the air so it was losing pressure. The patient did not experience any respiratory distress; the error was observed on the anesthesia machine and was corrected immediately. The doctor maneuvers and performed a second intubation attempt which was successful and stabilizes the patient.